Event description:
During the treatment of an acom aneurysm, it was reported that the coil did not detach. Upon repositioning the catheter, the leverage against the microcatheter kicked the coil from the delivery pusher detaching it. A portion of the coil remained in the parent artery. The coil was removed successfully using a gooseneck snare. No harm was reported.

Manufacturer narrative:
Sample analysis: the device was returned with the implant coil detached from the delivery pusher. The delivery pusher was tested for electrical continuity and met specification. The remainder of the delivery pusher appeared normal in specification. The delivery pusher had evidence of being detached multiple times by the detachment controller. The implant coil is normal in appearance. The root cause of this complaint cannot be definitively determined. The device does appear to have detached. The v-grip detachment controller could not be evaluated as it was not returned for evaluation. The device history was reviewed. No abnormal discrepancies or non-conformances were observed.